Event description:
Patient reported by mail; they had a total knee procedure in 2003 with stryker implants on the left knee. They experienced loosening, pain and flare-ups of unspecified reaction and alleged metal reaction. The implants were revised after x-ray confirmation in 2023 with competitor implants.